Event description:
Consumer contacted dexcom to report possible rash/scarring.

Manufacturer narrative:
Patient's mother contacted dexcom to report that patient showed signs of possible rash/scarring. This has not happened with other sensors. The scarring is located at the insertion site of the needle. She believes that the insertion site might have been infected. This was treated with neosporin. Patient's mother reported that the insertion site left pinhole scars on her backside with no medical intervention. There is no additional information available.